Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high," although specific values were not provided. To address the high blood glucose, the customer administered a correction injection via mdi and resolved the issue by clearing the alarm and resuming insulin.